Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient controller displayed a message that ipg is nearing end of life (eol) and battery status was at < 2.73v. Later, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.